Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 464500 MFR. Date: 09/01/2013, exp. Date: 08/31/2018; batch 475910 MFR. Date: 11/30/2013, exp. Date: 10/30/2018; batch 477923 MFR. Date: 11/30/2013, exp. Date: 11/30/2018; batch 478535 MFR. Date: 11/30/2013, exp. Date: 11/30/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the postpartum patient experienced abdominal wall infection. Additional information was requested.